Event description:
Cardiac catheterization done last week and found that there was a 78% blockage in the artery that was previously treated with cypher stents. The pt has had "chronic wall pain" since stenting.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days from receipt. These are three (unk catalog and lot number) of four products used in the same pt and reported under mfg report numbers 3003742446-06-00733 and 3003742446-06-00734.